Manufacturer narrative:
Sensitivity testing was performed across three architect i2000sr analyzers with retained reagent kits of the architect (B)(4) combo assay lot 33296li00. Three replicates of each level of (B)(4 )control (three levels) were tested on each analyzer. All values met specifications. In addition, two commercially available seroconversion panels were tested with the retained lot and all results detected the same bleeds as (B)(6) for each panel. Based on these data it was shown that the sensitivity performance is not adversely affected. A review of data provided by the customer showed that there is almost no virus detected by the pcr methodology (less than 50 copies/ml). This is expected for a patient under (B)(6) treatment. There is not enough (B)(6) present to trigger a (B)(6) response from the architect (B)(4) combo assay. Although the results obtained were close to the cut-off of the assay, there might also not be enough antibodies in the sample to create a (B)(4)architect (B)(4) combo result. The discrepant results between the architect assay and the other assays, which gave (B)(6) results (rapid (B)(6) antibody test and an unknown method), may occur at the detection limit due to differences in assay design. This may be observed in very rare cases, but is likely to affect all immunoassay platforms without impacting the overall assay sensitivity or specificity. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(4) combo assay package insert contains information to address the current customer issue. Based on the results of the current evaluation, the architect (B)(4) combo assay lot 33296li00 is demonstrating acceptable performance. A product deficiency was not identified. This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. (B)(4).

Event description:
The customer reports a false (B)(6) result for one patient generated by the architect (B)(4) combo assay on an architect i2000sr analyzer. The customer states that an initial (B)(6) was generated on a patient known to be (B)(6). The patient's physician questioned the result and requested another sample be collected and tested: sample 1 (retest): architect results of (B)(6). This sample tested (B)(6) by a rapid test methodology and also tested (B)(6) at another hospital (method not provided). Sample 2 ((B)(6)): architect results of (B)(6). Rapid test methodology result of (B)(6). The customer reports that controls have remained within specifications. The patient is reported to have had (B)(6) treatment. In (B)(6) 2013, the (B)(6) for this patient was approximately (B)(6). It is now down to less than (B)(6). The (B)(6) for this patient is less than (B)(6). This patient is known to have tested (B)(6) previously with the architect (B)(4) ag/ab combo assay. There is no impact to patient management reported.